Event description:
The customer reported that there was pain during activation of the pod. On (B)(6), the second day of wear, her blood glucose measured 187 mg/dl at 6:58 am and she took a 2.1 unit insulin bolus. At 12:06 pm her bg was 318 mg/dl which she corrected with a 5.3 unit bolus, but at 1:01 mp her bg was 323 mg/dl. She deactivated the device at 1:09 pm and stated that the cannula was bent "in a couple of places."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are also unable to determine if any malfunction or other product condition could have contributed to the reported pain during activation. Qualification records were reviewed and the product lot met all criteria. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal and before going to bed)."